Event description:
Same case as MFR# : 2134265-2009-04327. It was reported that during a coronary stenting treatment procedure, a vessel perforation occurred. The 80% stenosed lesion being treated was located in the mildly tortuous, severely calcified left anterior descending (lad) artery. The lesion was predilated with 2.5x15mm maverick2 balloon, inflated to 12 atm for 44 seconds, 15 atm for 44 seconds, and 15 atm for 23 seconds. The physician deployed the 3.00x32mm liberte stent at 10 atm. The stent delivery balloon was then inflated for 15 atm for 40 seconds to post dilate. A 3.00x12mm liberte stent was deployed overlapping the 3.00x32mm liberte stent, at 19 atm. The stent delivery balloon was inflation at 12 atm for 40 seconds to post dilate the overlapping portion. The physician identified a perforation of the mid lad/diagonal bifurcation. The pt became hemodynamically unstable, bradycardic, tachycardic, and went into ventricular fibrillation. CPR was initiated and the pt was intubated. A 3.0x16mm non-bsc stent was deployed in the lad. The pt remained pulseless. A pericardiocentesis kit was performed. The pt was shocked several times but ultimately died. Medications given included: clopidogrel, epinephrine, atropine, levophed, and phenylephrine.

Manufacturer narrative:
It is indicated that the device will no be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.